Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing, due to a possible fracture, and the lead presented with non-sustained ventricular tachycardia and short interval counts. The pace/sense portion of the lead was capped and replaced with an existing right ventricular pacing lead. The high voltage portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. The performance data collected from the device was analyzed and revealed interference/noise. Elevated ventricular sensing integrity counter (sic) averaged 33.3 counts/day since (B)(6) 2010. This rate increases to 67.9 counts on (B)(6) 2010. Elevated sic can be indicative of noise or an intermittency in the system. Analysis also revealed oversensing. Multiple short ventricular-ventricular sensed events of less than 220 ms are observed between (B)(6), 2010. There were 7 episodes nst. Correction: adverse event is noted, date of death field is made 'not applicable', hospitalization added to patient outcome, and date of device manufacture made valid.